Event description:
It was reported by repair work order that the customer alleged that the casters on foot end are bent and need replacing .upon inspection of the unit by the service technician, it was identified that both foot end caster were bent.